Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
Please compose an event description in past tense using the following information. [(B)(6) 2024 pt 8:47pm pst. Pt had called in needing help with an infusion set change only; pt is using the teflon 6mm inset infusion set. Agent assisted pt with their infusion set change and pt confirmed insulin therapy had been resumed. At time of call pt's bg levels were at 215mg/dl and were trending down. With the new infusion set agent assured pt they would be seeing their levels continue to drop back down into range. Because pt was out of range agent had pt answer the bg questionnaire listed below: is bg affected due to issue (y/n): n highest/lowest bg value: around 250mg/dl how long they were high/low(outside of 70-180): about an hour back up therapy if used: n ketone action plan available/followed?: n if ketones tested, what is result: na did you recently get a steroid injection: n did you need any professional medical intervention for this event(define): n any other assistance required(define): n any immediate health effects experienced during this event (e.g., loss of consciousness, dizziness, dka etc.)?¿: none did you suspend insulin through the ilet? N. Task: did the user find any issues with the infusion set after removal such as bent cannula, bend in tubing, air bubbles, etc.? (B)(6) 2024 - 2:22pm cst - (B)(6) agent called pt to see if they noticed any issues with the supplies. Pt stated there were no issues with infusion set supplies. They said they were running high due to something that they ate, not due to the ilet malfunctioning or anything of that nature. Pt does not remember what exactly they ate at that time, as it was a few days ago.] The description should begin with ¿it was reported that,¿ exclude all names, dates, and time stamps, and end with the sentence: ¿the device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.¿